Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium tank that was reading empty, but the gauge read full. It is unknown the circumstances under which the event occurred. However, there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected sections: b5, g1. Updated sections: b4, g4, g7, h2, h10, h11.

Event description:
It was reported that during a routine check it was observed that the cardiosave intra-aortic balloon pump (iabp) had a helium tank that was reading empty, but the gauge read full. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium tank reads helium empty. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He arrived on site and powered on the unit and verified the low helium alarm. He checked the external helium tank and found that it was empty causing the low helium alarm. He replaced the helium tank and the unit is no longer alarming low helium. This unit is also due for pm and a full pm was performed with no other issues found. Pm checklist complete.